Event description:
The device was implanted on 10/5/89. On 10/2/90 surgery was performed to refuse pseudoarthrosis between l4-5 (both sides). Removal & re-application of original instrumentation also took place. On 2/19/91, the instrumentation on the left side was removed. Pt did not have solid fusion. Teh remaining instrumentation was removed & replaced with new devices on 10/7/91 due to continued pseudoarthrosis.